Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial right total hip arthroplasty, when the surgical tech opened the liner, the foam stuck to the tyvek lid and caused the liner to fall on the floor. Another liner of the same size was used to complete the procedure. No adverse events have been reported as a result of the malfunction.